Event description:
Ventilator was set up on a pt with assist control activated. The ventilator suddenly started venting at a 48 bpm rate. The pt's o2 saturation dropped to 70%. Pt switches to replacement venting. Problem attributed to a leaking exhalation valve. Pt stabilized.